Event description:
At approx 0550 hrs, 7/31/95, alarms indicating "check iab catheter" and "rapid gas loss" went off. Attempt to fill iab was unsuccessful; condensation and blood flecks noted in iab. Balloon was pulled out in surgery and is in the risk mgmt dept of facility.